Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 has been cut from the suture and not returned. The suture threads are tangled where the t1 was cut. The t2, and suture were returned off the needle. The variable depth straw has been trimmed. A functional evaluation could not be performed because both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force, excessive biodebris, or improper technique. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopy, the suture knot of the ultra fast-fix couldn't be tightened. Surgery was completed with a back-up device instead. It is unknown if there was any surgical delay, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopy, the suture knot of the ultra fast-fix couldn't be tightened. All ts were removed using surgical tweezers. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.